Manufacturer narrative:
The pictures provided by the customer indicate that the product received with sales order (B)(6) was intended for sales order (B)(6). This complaint is confirmed. The customer order release paperwork for sales order (B)(6) was retrieved and reviewed. All documentation indicated that the order was filled correctly by the sterile products lab on 11-30-16. The order was then checked by qa and released for sterilization processing on the same day. Upon return from sterilization the next day, this order was verified, packed, and shipped to the customer. During the verification process, all order components indicated on the picking list are verified to be present and verified to be placed into the correct shipping box(es). During the packing process, all order components for each order are placed into the appropriate box(es). Even though these steps were performed and documented as such, it is possible that the quicklink trays were inadvertently switched for sales orders (B)(6). These numbers are very similar, and during an interview with the verifier for these orders, it is possible that the numbers were transposed. The labeling affixed to the pewter tray and quicklink box indicated the sales order was (B)(6) and not (B)(6), as indicated on the shipping box as well as accompanying certificates and documentation. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was allegedly mis-labeled. Dr. (B)(6) opened the outer box of seeds for patient (B)(6) ,and found that the metal box was labeled with a different case ID ((B)(6)). The correct case needed was (B)(6), and this case was expected to have contained 80 seeds. However, the inner case with ID (B)(6) only contained 54 seeds with a 20% higher activity than what was ordered. The urologist decided to start and complete the procedure with the incorrect activity seeds, as he adjusted the number of seeds needed for the procedure. Allegedly, the patient received the correct activity needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was allegedly mis-labeled. Dr. (B)(6) opened the outer box of seeds for patient ((B)(6)), and found that the metal box was labeled with a different case ID ((B)(6)). The correct case needed was ((B)(6)), and this case was expected to have contained 80 seeds. However, the inner case with ID (B)(6) only contained 54 seeds with a 20% higher activity than what was ordered. The urologist decided to start and complete the procedure with the incorrect activity seeds, as he adjusted the number of seeds needed for the procedure. Allegedly, the patient received the correct activity needed.

Manufacturer narrative:
The device was not returned for evaluation; however, the reported event was confirmed as a manufacturing related issue. The root cause of the reported issue was isolated to the potential of the tray being inadvertently swapped with a different sales order. The customer order release paperwork for sales order (B)(4) was retrieved and reviewed. All documentation indicated that the order was filled correctly by the sterile products lab on 11-30-16. The order was then checked by qa and released for sterilization processing on the same day. Upon return from sterilization the next day, this order was verified, packed, and shipped to the customer. During the verification process, all order components indicated on the picking list were verified to be present and verified to be placed into the correct shipping box(es). During the packing process, all order components for each order were placed into the appropriate box(es). Even though these steps were performed and documented as such, it is possible that the quicklink trays were inadvertently switched for sales orders (B)(4). These numbers are very similar, and during an interview with the verifier for these orders, it is possible that the numbers were transposed. Although the labeling displayed the incorrect sales order number, the labeling was found to be adequate, as the customer identified the discrepancy prior to the patient implant. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was allegedly mis-labeled. Dr. (B)(6) opened the outer box of seeds for patient (B)(6) ((B)(4)) ,and found that the metal box was labeled with a different case ID ((B)(4) the correct case needed was (B)(6) ((B)(4)), and this case was expected to have contained (B)(4) seeds. However, the inner case with ID (B)(4) only contained (B)(4) seeds with a 20% higher activity than what was ordered. The urologist decided to start and complete the procedure with the incorrect activity seeds, as he adjusted the number of seeds needed for the procedure. Allegedly, the patient received the correct activity needed.